Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Date of submission 07-jun-2018 the device has been returned and evaluated by product analysis on 30-may-2018 with the following findings: a review of the black box showed unexplained power on reset events. No moisture/corrosion was observed in the battery compartment. The battery cap was not returned. A test battery cap attached to the pump, powered it on, and successfully completed 24 hour duration testing. No power interruptions were duplicated during this time. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit. The allegation of an intermittent power issue was not duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked on the side at the threads and below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.